Event description:
Reportedly, 21 months after the implant of the ICD involved in this MDR report, the pt was admitted to the hospital due to 20 inappropriate shocks. The episodes stored in the memory of the device suggested the presence of an issue with the lead. The physician performed an implant revision and during the procedure, measurements performed with a pace system analyzer showed several oversensing episodes. The physician decided to replaced both ICD and lead. The ICD was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.